Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "pm fail/volumetric test fail-accuracy fail" was reproduced. The device was tested for flow accuracy and found to over deliver by 6.3875%. A review of the event history log did not identify any abnormalities that could cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel requiring adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.